Event description:
Customer reported the audio for the alarms was not functional. Visual alarms remained functional. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.